Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient's leads were removed in order to gain access for a fusion procedure. It was later reported that the patient acquired osteomyelitis near the incision site of that fusion procedure. The patient was hospitalized and treated and there have been no reports of further complications regarding this event.